Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument grip cable to be derailed. One grip open cable was derailed at the distal idler pulley, which would not allow the grip cable to open fully. The grips were not damaged. Failure analysis investigation also found that the instrument pitch down cable was frayed at the distal clevis hub. The frayed strands were sticking out at the instrument wrist. The other cables at the wrist were not damaged. Additionally, the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were .148 - .065 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable and the main tube abrasions found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci radical prostatectomy procedure, surgeon reported tip of instrument would not open as normal on the prograsp forceps instrument. Wrist not opening. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.